Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 340 mg/dl. Customer stated that the keypad was unresponsive and some buttons do the actions that others should. Customer stated that the esc button has to be pressed down hard for it to respond. Customer stated that he fell off the long board. Customer stated that there was a scratch on the bottom left where the reservoir housing is located. There were also a few little scratches on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was accidentally cut open before testing could be completed on the device. We are unable to test for button error alarms. However, moisture damage was noted on keypad traces. Broken reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during inspection.